Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified below the knee unspecified artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected to pre dilate the lesion. Upon first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was not completed since same device is unavailable. No patient complications were reported and the patients' condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).